Event description:
A part of the needle has remained in the body [device breakage]. Case description: the incident does not represent a serious public health threat. Medical device info: class iia. This spontaneous case from finland was reported by a nurse as "a part of the needle has remained in the body" and concerns a female, patient, of unk age, using novofine g30 8mm (needle) from unk start date and ongoing due to diabetes mellitus. Patient's height and medical history were not reported. On (B)(6) 2010, the pt prepared for a normal injection. A new needle was attached on the flexpen and the dose has been chosen but when the insulin has been injected only a part of the dose was gone from the flexpen. When the needle was drawn away from the skin, it was noticed that the needle had been broken. The injection site has been marked around with a pen. The doctor was contacted and he advised the pt to go to the hospital. At the hospital it was noted that it was not possible to remove the needle. It will either be encysted or at some point it might come out by itself. No other treatment was provided. The pt only used the needles once for each injection. The pt has recovered with sequelae. The remaining part of the broken needle has been returned for investigation together with other needles from the box and a flex pen sample. This case was reclassified from non-serious to serious by novo nordisk on (B)(6) 2010 due to the seriousness criterion intervention required.